Event description:
Additional information was received from the nurse practitioner on (B)(6) 2017: the patient has alar retraction with some cartilage collapse as a result of vascular occlusion. The plastic surgeon injector is currently treating patient with a nasal stent and will most likely perform a cartilage graft once the patient is totally healed. The nasal tip and forehead have healed without any residual effects.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse (+) injectable implant could not be reviewed as the lot number was not reported.

Event description:
A nurse practitioner reported that an (B)(6) female (age not reported) was treated with radiesse (+) injectable implant. Medical history and concomitant medical products were not reported. The patient was injected by a plastic surgeon and received 1.0 cc of radiesse (+) into the nasal bridge and columella. An unknown time post injection, the patient experienced redness, swelling, and pain throughout the nose and into the glabella region. The patient went to the emergency room (ER). Additional information was received from the nurse practitioner on 08-jun-2017: on (B)(6) 2017 the patient was injected with radiesse (+) to the nasal bridge. The patient has had five past treatments to the nasal bridge. On (B)(6) 2017 at 3:30 am, the injector received a call from an ER physician stating the patient was present and complaining of pain and bruising in the area of injection. On (B)(6) 2017, the injector examined the patient in the office and diagnosed her with a vascular occlusion. Treatment included warm compress, massage, nitropaste, hylenex, viagra, aspirin, doxycycline, prednisone and they are starting hyperbaric oxygen. Additional information was received from the nurse practitioner on 09-jun-2017: the nurse practitioner stated the patient was undergoing hyperbaric oxygen treatments and has made a small amount of improvement with vascularity of the forehead. The patient was also treated with 200 units of vitrase on (B)(6) 2017. Additional information was received from the nurse practitioner on 20-jun-2017: the nurse practitioner stated they have been treating the patient with hyperbaric oxygen, platelet rich plasma (prp) treatments, and "topical stratapharma". The patient is improving, although necrosis is still evident on the nasal tip and right nasal alar. The eschar to the right nasal alar appears to have pink granulation tissue in the nasal alar crease, but the nasal tip still has a thick eschar present.